Event description:
Corrected information received from the customer indicated there were no product issues or incidents occurring during the patients surgical procedure. The event was erroneously reported.

Manufacturer narrative:
Additional information is provided in the event description based on this information received following submission of the initial report, this event does not meet criteria for reporting as a malfunction. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: 2019-53613.

Event description:
A nurse reported that during a cataract extraction procedure there was an occlusion error in the sculpt mode, no phacoemulsification power, and poor vacuum rise. The foot switch needed to be pushed to the floor to generate mild/low vacuum. The phaco tip was checked and confirmed to be on firmly. The handpiece, bag and cartridge were exchanged and still the system had only 50% return of phaco power and vacuum. The case was completed with no harm to the patient. At the end of the case the system was shut down and re-booted. Additional information has been requested but not received. This is one of two reports being filed from this facility.